Manufacturer narrative:
Device return evaluation was completed . The customer reported complaint of no image was confirmed. The issue found to be due to faulty charge coupled device (ccd) unit. Additionally, kinks and knotted cable was observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device exhibited no image when connected. The issue found during maintenance. There is no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 11 years since the subject device was manufactured. Based on the results of the investigation, specific root cause of the faulty charge coupled device (ccd) unit could not be determined at this time. Olympus will continue to monitor field performance for this device.